Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil disengaged while removing the device from the anastomosis site. The surgeon performed a colotomy to retrieve the anvil. The hospital has reported the pt's condition is satisfactory.